Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the emergency room with pacemaker leads eroding through skin and infection at the implanted device pocket site. The ventricle lead and atrial lead has eroded from the pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due resolve the issue. The patient was in stable condition throughout the procedure.